Event description:
A pt reported blood glucose results of " 8.1 mmol/l" with a lifescan meter and " 6.7 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.